Event description:
During a shoulder surgery, the unit developed a fault, which increased the pressure of fluid output. This made the patient's shoulder very distended and made the procedure very difficult to progress. The customer was also concerned about the long exposure to the anesthesia. The patient had to stay overnight and is scheduled to be seen by out patient in two weeks to coincide any further treatment.